Event description:
Choked. Oral-b brushhead broke in half [device breakage]. Case description: an adult male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b dualaction brushhead broke in half and choked him. The brush head had been on the toothbrush for about 2 months. The consumer brushed twice a day for 2 minutes each time. He discontinued use of the product. The case outcome was recovered.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Reporter returned the brush head. Investigation analysis revealed extreme wear caused by abrasive (whitening) toothpaste (mostly combined with non-proper cleaning of brush head or handle).

Event description:
Choked [choking]. Oral-b brushhead broke in half [device breakage]. Case description: an adult male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dualaction brushhead broke in half and choked him. The brush head had been on the toothbrush for about 2 months. The consumer brushed twice a day for 2 minutes each time. He discontinued use of the product. The case outcome was recovered. (B)(4)-2015 product investigation results: received oral-b brush head type eb17. Investigation analysis revealed: extreme wear caused by abrasive (whitening) toothpaste (mostly combined with non-proper cleaning of brush head or handle).